Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Activated sensor with known good reader and bluetooth low energy (ble) connection was successful. An accuracy test was performed while known good the reader was wrapped in aluminum foil (to simulate signal loss), and the signal loss message was observed after testing. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of the returned sensor and known good reader were found to be functioning properly. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device. A caller reported that due to signal loss, the sensor alarm failed to trigger the customer¿s blood glucose drops. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of sugar by their spouse. No further information was provided. There was no report of death or permanent injury associated with this event.